Event description:
It was reported that intermittent altitude alarms occurred. There was no reported impact to the customer's blood glucose. The customer, who is a runner, identified that the alarms were likely triggered by exposure to humidity and sweat during marathons. Technical support advised the customer on measures to prevent future alarms. The customer continued to use pump for insulin therapy.